Manufacturer narrative:
Product complaint # (B)(4). Usfda MDR determination: it's reasonable to conclude the implant did not contribute to the allegation of metallosis as articulating surfaces have been reported. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, it was indicated that the patient complaining of pain after a minor injury while sitting. Suffered a posterior dislocation of the right hip which was successfully reduced with close reduction. Doi: (B)(6) 2017; dor: none reported; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.